Event description:
It was reported the insulin leaked from the second o-ring of the reservoir. Customer's blood glucose was 514 mg/dl. Reservoir was in for six days. Problem only occurred with one reservoir and no fluid was noted in the insulin pump. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.